Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that comparisons performed between coaguchek meter serial number (B)(4) and the stago neoplastin laboratory method have been questionable. One patient sample was also tested twice on the same meter, and erroneous results were generated during this comparison. For this patient, a sample from a fingerstick and a venous blood sample were used. It is not known which result was obtained from the venous blood sample. The first result from the meter was 5.0 inr and the second result from the meter was 7.4 inr. The blood sample was also tested using the stago laboratory method and it resulted as 3.9 inr. The patient's warfarin dosage was determined based on the laboratory result. The patient's therapeutic range was 2.0 - 3.0 inr. The customer's product was requested for investigation and replacement product was sent to the customer. The test strips were not available for return. Relevant retention test strips (lot 124153-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 46%, donor 2 hct: 43%. Testing results: donor #1: master lot: 2.3 inr, customer meter and master lot: 2.3 inr. Donor #2: master lot: 2.6 inr, customer meter and master lot: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.